Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) experienced an error. It was indicated that the main printed circuit board (pcb) was out of specification electrically. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced an error when booting-up and during normal operation. New batteries did not resolve the issue. The epg was returned for service. There was no patient involvement.